Event description:
Reportedly, firing lever was closed once to approximate cartridge to anvil. The device "felt" as though it had fired, tried to close a second time to fire and no torque was felt and the handle was loose as though had already fired on the first closure. Purstring placed manually around rectum where the surgeon had wanted staple line originally. No pt injury.